Event description:
Information was received indicating that this cadd legacy plus infusion pump was constantly beeping. It was also reported that the pump was slipping screens. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with cracked rear housing and cracked lens. Event history log review was performed and found evidence of reported problem. Simulated use testing and event log review were performed. The customer's reported problem regarding "continuous beeping" was able to be duplicated. During investigation upon power up of the pump, the pump alarms for service due. Clock record indicated that the clock days are past specification. Clock battery will be replaced as service maintenance. In additional, the customer reported problem regarding slipping screens was unable to be verified, pump had a cracked screen / lens. The pump lens will be replaced along with the rear housing due to cracks. During further investigation, delivery accuracy tests found the pump to be functional and accurate. The pump passed all delivery accuracy testing within the published specification of +/-6%. The problem source of the reported problem is unknown.